Event description:
The rptr stated that somehow the bellows of the device get punctured and then it cannot be used. The rptr also stated that the last one could only be used three times, the one before lasted one week and the one before that lasted six to eight months.